Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump history was missing data despite being in use. Additionally, it was reported that the pump time was incorrect, cause was unknown. Customer¿s blood glucose level was 100 mg/dl. Customer continued to use the pump for insulin therapy.